Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 years post implant of this 23mm aortic bioprosthetic valve, the valve was explanted and replaced with a 21mm valve of the same model. The reason for replacement was not reported. Subsequently, the 21mm bioprosthetic valve was explanted and replaced with an unknown device due to a sizing error. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the valve was replaced due to an aortic pseudoaneurysm. If information is provided in the future, a supplemental report will be issued.